Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 24 synergy drug-eluting stent was selected for use in a percutaneous coronary intervention (pci). However, during preparation, it was noted that the tip of the stent was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. There was no evidence of any kink or damage to the tip. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.50 x 24 synergy drug-eluting stent was selected for use in a percutaneous coronary intervention (pci). However, during preparation, it was noted that the tip of the stent was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.